Event description:
Pt undergoing a decompressive laminectomy l3, l4 and l5, translumbar interbody fusion l3-l4 and l4-l5 with implex biomechanical device, bilateral lateral fusion with pedicle screw fixation, use of iso-tome for facetectomy l3-l4 and l4-l5. At l-5 pedicle, as the pedicle screw advanced over the guide wire, the guide wire passed further anterior and twisted. When attempting to remove the guide wire, it snapped at the tip of the pedicle screw. Multiple attempts were made to retrieve the distal end of the guide wire under fluoro but this was unsuccessful. Over the guide wires, pedicle screws were then implanted through the pedicles into the vertebral body on each side at l3, l4 on the left l5.